Event description:
It was reported that during an infusion of total parenteral nutrition (tpn) the clinician noticed a burning smell and an alarm "error message" on the pump. The customer later observed burn marks on the inter-unit interface connector. There was patient involvement but no harm. After an onsite site visit, bd learned the following information. The large volume pump (lvp) module would have been used prior to this event. The tpn infusion would have been ongoing for several days, but the customer could not recall how long it had been running before the burning smell was noticed. Because of the ongoing tpn infusion, the device would not have been recently cleaned. When the burning smell was noticed, the alaris pcu and lvp were immediately removed from service and sent to clinical engineering. Both the alaris pcu and lvp iui connectors were described as charred with burnt damage to each.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that during an infusion of total parenteral nutrition (tpn) the clinician noticed a burning smell and an alarm "error message" on the pump. The customer later observed burn marks on the inter-unit interface connector. There was patient involvement but no harm. After an onsite site visit, bd learned the following information. The large volume pump (lvp) module would have been used prior to this event. The tpn infusion would have been ongoing for several days, but the customer could not recall how long it had been running before the burning smell was noticed. Because of the ongoing tpn infusion, the device would not have been recently cleaned. When the burning smell was noticed, the alaris pcu and lvp were immediately removed from service and sent to clinical engineering. Both the alaris pcu and lvp iui connectors were described as charred with burnt damage to each.

Manufacturer narrative:
Correction: annex b: b21, annex c: c21, annex d: d16. Additional information: device eval by manufacturer? Annex a: a1801, a040502, g070504, annex b: b01, b14, annex c: c0503, c23, c0601, c02, annex d: d08, d11, d15, d02, annex g: g02017, g04037, g02002, g02035. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the device had a burning smell was confirmed through external inspection, thermal damage to the pump modules female iui connector housing was observed. The suspect pump module was attached to the concomitant pcu. The system was turned on to observe the presence of smoke and/or burning smell. When the pcu was turned on, it was noted that the pump module did not power on when attached using the damaged iui connectors. The pump module was detached and reattached using the other side of the iui connectors and the pump module powered on. A digital multimeter was used to measure resistance on each adjacent pin. When measuring between adjacent pins of the connector, an infinite ohm value (open circuit) was expected during testing. Every adjacent pin measured infinite resistance on the suspect pump module female (left) iui connector. On the pcu male (right) iui connector between pins 13 and 14, which measured 4.1 (ohms). This indicates a short between those pins. The female (left) iui was temporarily replaced with a known good connector for testing purposes only, and the suspect pump module was attached to the concomitant pcu, and no errors or malfunctions were observed during power on self-test (post) sequence. An infusion was programmed at a rate of 25 ml/hr was programmed to run for one (1) hour. The device did not smoke, and a burning smell was not perceived during or after the infusion. The device was operating as intended. The external and internal inspection was performed. The suspect pump module female (left) and suspect pcu male (right) iui connectors were observed with dried fluid residue and thermal damage on pins 2 and 3, and 13 and 14 respectively. During inspection incidental findings were noted and are not associated with the reported issue. All inspected parts were manufactured by bd. A review of the suspect pump module error log was performed, and no errors or anomalies were noted on the reported event date. A review of the concomitant pcu error log showed an error code 120.4410 (low backup voltage failure) occurred on (B)(6) 2026 at 5:35 am. Bd issued a voluntary recall (mms-203810 bd alaris system) to address specific cleaning practices as it relates to the bd alaris system which contain the following notifications related to cleaning: best practices for cleaning bd alaris system devices. Bd alaris system cleaning audit. Bd alaris system cleaning checklist. Bd alaris system iui inspection quick reference. Bd alaris system with guardrails suite mx user manual addendum jul2020. The bd alaris system with guardrails suite mx user manual v12.3.1 (dir 10000365842) notes that regular inspection for damage is required before usage and that failure to perform can result in improper instrument operation. Best practices for cleaning bd alaris system devices (dir 10000363928) provides procedures and information for cleaning and disinfecting the bd alaris and alaris systems. To prevent iui connectors from exposure to cleaning agents, bd provides iui connector covers that should be used during the alaris system cleaning process. Bd recommends the use of these covers whenever pump cleaning is performed to protect the connectors from exposure to cleaning agents and disinfectants. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the probable cause of the reported device exhibiting a burning smell is being attributed to the melting of the iui connector housing. The observed melted connector housing is being attributed to a thermal event caused by a short circuit, due to liquid accumulation, contamination, residue buildup, and/or corrosion between the iui pins. The exact nature of this residue accumulation could not be determined. Note that this report lists imdrf annex a1801, a040502, a070504, g02017, g02002, g02035, g04037, c0503, d08, g04037, c0601, d15, c23, d11, d02, c02 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.